Event description:
In 2004, a pt's effluent was noted to be cloudy and their cell count was over 250. The pt was diagnosed with peritonitis and treated with cefazolin sodium (dose unk) and "sulperazon" (dose unk) intraperitoneally (ip). Per the affiliate, no other symptoms were reported. The pt was already in the hospital being treated for fluid overload. The affiliate also reported that 3 days later an rn found the connection collar very difficult to apply to the uv flash transfer set after spiking a solution bag during a manual exchange. After 2 minutes of investigation, the rn also found that the spike itself was loose and could be turned. The manual exchange was completed and then a transfer set change was performed. The pt was released from the hospital the following day. The pt's rn could not predict any direct relationship between the peritonitis and the loose spike.